Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing dizzy spells. A pause was noted on a freeze capture. Further review revealed that the right ventricular lead exhibited noise resulting in inhibition of pacing. The noise was reproducible with isometrics and deep breaths. The device was reprogrammed and the issue was resolved. Patient was stable.

Event description:
New information received indicated that the right ventricular lead also exhibited loss of capture.